Manufacturer narrative:
Insulin pump received with button error alarm and had unresponsive up and down buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test and displacement test or verify motor error, no delivery and low battery alarms due to unresponsive button. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, no delivery and motor error. The customer¿s blood glucose level was 162 mg/dl. The customer reported that the up and down buttons were hard to respond and also had no delivery alarm. The customer reported that he event was resolved by changing complete set (infusion set and reservoir). Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the drive support cap was normal. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.